Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: blood flowing backward leaked because the bc septum didn't work properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. H6: investigation summary bd received a 22 gauge insyte autoguard blood control unit from an unknown lot number. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the septum and actuator were in the correct position. A leak or flashback test could not be performed as the unit was used and received in portions but the catheter adapter portion was dissected for observation and no damage was found to the septum and slit ranks. It was graded and found to be acceptable. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect was identified a definitive root cause could not be determined.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: blood flowing backward leaked because the bc septum didn't work properly.